Event description:
It was reported the pt was experiencing a burning sensation at the ipg site while recharging. A new charger was sent to the pt to help resolve the issue and was successful.

Manufacturer narrative:
This ipg serial number is included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.